Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete initial reporter's facility name is (B)(6) - new bedford (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started at 10pm last night but the arctic sun device was not doing anything. Targeted temperature (tt) was 36c, patient temperature (pt) was 32c. They were getting alert 113 (reduced water temperature control). S/n (B)(6). Patient currently 32.5c, targeted temperature (tt) was 36c, water temperature (wt) was 28.6c, water flow rate (wfr) was 3.2lpm. Water reservoir level 5, heater command 100%. Walked nurse through draining excess water from the circulation tank. Water temperature only increased to 28.8c after several minutes. Suggested sending device to biomed to inspect heater.

Event description:
It was reported that the therapy started at 10pm last night but the arctic sun device was not doing anything. Targeted temperature (tt) was 36c, patient temperature (pt) was 32c. They were getting alert 113 (reduced water temperature control). S/n (B)(6). Patient currently 32.5c, targeted temperature (tt) was 36c, water temperature (wt) was 28.6c, water flow rate (wfr) was 3.2lpm. Water reservoir level 5, heater command 100%. Walked nurse through draining excess water from the circulation tank. Water temperature only increased to 28.8c after several minutes. Suggested sending device to biomed to inspect heater.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Targeted temperature (tt) was 36c, patient temperature (pt) was 32c. They were getting alert 113 (reduced water temperature control). S/n 1436. Patient currently 32.5c, targeted temperature (tt) was 36c, water temperature (wt) was 28.6c, water flow rate (wfr) was 3.2lpm. Water reservoir level 5, heater command 100%. Walked nurse through draining excess water from the circulation tank. Water temperature only increased to 28.8c after several minutes. Suggested sending device to biomed to inspect heater. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.